Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff leak was found before using, the patient, the pressure cannot be controlled, and the pressure was decreased". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff leak was found before using, the patient, the pressure cannot be controlled, and the pressure was decreased". No patient involvement reported.

Event description:
It was reported that "cuff [leak] was found before using the patient, the pressure cannot be controlled, and the pressure was decreased". No patient involvement reported.

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "the complaint sample was received. The outer profile of the product was standard and normal. Leak test was performed to the complaint sample. Presence of bubble was identified when it was immersed in the water. The leak was found at the cuff sealing & side flap and backplate area." The customer did not provide a lot number; therefore, a device history record review was performed based upon a potential lot number (pmcxju). No relevant findings were identified. The manufacturing site reports the root cause of the failure was manufacturing related. A non-conformance was opened to address the issue. The lot was manufactured prior to the corrective action.